Event description:
It was reported that after a routine supply change the patient experienced multiple hypoglycemic episodes and intermittent hyperglycemia while using the ilet system, including a documented low to 42 mg/dl for about 30 minutes and a separate high attributed to consumption of sugary beverages, with alerts received for both low and prolonged high glucose. Symptoms included headache during the hypoglycemic event. Outcomes included self-management without professional medical intervention or assistance. Investigation included review of reported glucose trends, user actions, and education on hypoglycemia treatment. Investigation of this case revealed patient overtreatment of hypoglycemia with high-carbohydrate foods and drinks leading to rebound hyperglycemia, without evidence of device malfunction or alert failure. It was concluded, based on previously established findings for similar reports, that user technique and treatment decisions were the primary contributors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.